Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leaking battery. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.